Event description:
Lenses were dispensed to this 14-yr old female pt on 9/18/97 on a daily wear schedule. On 12/4/97, the pt went to her family physician who diagnosed a corneal ulcer in the right eye (and an abrasion in the left eye) and prescribed cilixan every 2 hrs. The pt ceased lens wear. She was referred by the physician back to her optometrist. The pt was seen by her optometrist on 12/9; the ulcer was getting better. The condition was resolved by the next visit on 12/19. The pt has been refit with new lenses.